Event description:
Facility reports that they have had 1 incident of header/end cap blood leaks from the venous end of the dialyzer. The leak did not occur during setup but almost immediately after the patient's blood entered the dialyzer. Estimated blood loss 250cc. The patient received 1g of prophylactic vancomycin. The sample was discarded by the facility, not available for analysis. Staff has been informed to retain samples of products involved in future incidents.